Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visited emergency room due to high blood glucose over 600 mg/dl on (B)(6) 2019. Customer was treated with humalog manual injection. Customer has been using insulin pump within 48 hours of reported event. Customer stated that customer had high blood glucose not due to the insulin pump but due to the insulin. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.